Manufacturer narrative:
The user and her son were not able to remember the exact date they noticed the seat was cracked. During the 11/28/2020 call, the user's son stated his mother uses her stairlift to carry grocery bags upstairs. The stairlift was installed on 6/25/2014, at that time acorn did not inform customers the stairlift should not be used as a dumbwaiter. In 2017 the 130 user manual was revised to include the 'important safety notes' section. This section includes a warning against using the stairlift to transport food, animals, laundry or any other items. On 11/28/2020, the user's son mentioned that he contacted a company out of (B)(6). When the stairlift was inspected on 12/2/2020, the service technician observed non-acorn issued batteries were being used. Acorn sent the seat squab to the supplier for further investigation. The supplier concluded the seat squab broke because the seat design did not provide adequate strength to support customer's weight with continued use.

Event description:
The user's son called acorn stairlifts, inc. (Acorn) on 11/28/2020 to report his mother's seat squab cracked. The user was sitting down on the seat when she heard a popping sound and the seat felt like it was leaning forward. The user called her son who examined the seat and saw a crack on the bottom of the seat midway back from the front edge.